Event description:
It was initially reported that the site was noticing a gradual slowing of the performance of their hand held, and noted that they have many vns patients that are seen for follow up. The site later reported that the slow performance had gotten worse, and that the screen froze during clinic. A hard reset was performed, which did not resolve the problem. The physician removed and reinserted the battery, and the frozen screen issue resolved, however, during a subsequent interrogation of a patient's device, the screen froze again. The site requested a new hand held be sent to replace the non-working device. Good faith attempts to obtain the non-working hand held and software for analysis have been made, but have been unsuccessful to date.